Event description:
It was reported that there was lead noise observed. There was also a reported high number of short v-v intervals noted indicating possible oversensing. The lead was replaced. There were no reported patient complications as a result of this event. The patient's outcome was noted as 'ok, no problems'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed. There is only one set of setscrew marks on the is-1 pin and it is too proximal. This indicates the lead was not fully inserted into the device.